Manufacturer narrative:
Device evaluation summary: during evaluation of the device a crease was observed on the anterior aspect. Leak testing revealed a tear within the crease measuring approximately 2.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/11/2019, mentor became aware of the following: that patient was presented with bilateral ptosis in addition to right side rupture. This report is for patient's right side device. The left side is being reported in a separate report. The patient underwent bilateral explantation and replacement with catalog number: 3502275; serial number: (B)(4) on the left side, and with catalog number: 3502275; serial number: (B)(4) on the right side on (B)(6) 2019. Hence, date of explant was updated to 6/25/2019 from 6/24/2019. Is this a single-use device that was reprocessed and reused on a patient?: has been updated. On 7/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 8/1/2019, mentor became aware incorrect initial reporter address was submitted under previous submission. It should be "2060", not "060". Hence, section e field 1 line 1 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, mentor became aware that anisomastia code was added per ptosis reported. Anisomastia and asymmetry information inadvertently submitted. Hence, information regarding anisomastia and asymmetry was removed and ptosis information has been added below: some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance.  Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile and was presented with right side breast implant deflation. As a result, the device was explanted on (B)(6) 2019.